Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device over infused. It was noted that it may have been a programming error. There were no adverse effects caused to the patient from the event.

Event description:
It was reported that the device over infused. It was noted that it may have been a programming error. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The complaint of over infusion was not confirmed. The incident administration set was not returned and could not be inspected. Inspection of the device lvp sn (B)(6) found no anomalies with the pumping mechanism. Although additional information was requested, not enough event information was given to confirm a suspect device. The suspect device lvp sn (B)(6) was selected as default. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the device was not in use on the reported event date. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 8:50 am on (B)(6) 2020 and a new patient and the new profile (critical care/ed) were selected. No obvious programming errors were noted for the devices. The event administration set was not returned for investigation. Testing showed the device was delivering IV fluids within specification. Note: the pumping mechanism was disassembled during the internal inspections. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to cad, service depot or the customer. Manufacturing tests involve an occluder spring test, an x-ray spring inspection and install of new one time use torque screws with applied tamper seal material. The service depot will replace the bezel assembly before returning to the customer. The root cause of the customer¿s complaint of an over infusion could not be identified. Device history review: review of the pcu (sn (B)(6)) service history record showed the device had a manufacture date of (02/16/2013). A review of the device service history record was performed beginning from the date of manufacture to the present date (08/20/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the source lvp device (sn (B)(6)) service history record showed the device had a manufacture date of (04/24/2015). A review of the device service history record was performed beginning from the date of manufacture to the present date (08/20/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Correction on initial report: d.10, h.6 & h.11. Additional information on initial report: b.3, d.11 & h.3. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device over infused. It was noted that it may have been a programming error. There were no adverse effects caused to the patient from the event.